Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited unacceptable r-wave values during implant procedure. The lead was repositioned several times but was unsuccessful. The lead helix was not retracted and the myocardial tissue was entangled. The physician decided to replaced the lead. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited unacceptable r-wave values during implant procedure. The lead was repositioned several times but was unsuccessful. The lead helix was not retracted and the myocardial tissue was entangled. The physician decided to replaced the lead. The lead was never in service. No adverse patient effects were reported.